Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). Phone number not provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power overlay switch and the issue was resolved.

Event description:
It was reported that the unit's green light emitting diode (led) indicator was faulty. There was no patient involvement. Event date not specified, estimate used.